Event description:
As reported, during a laparoscopic ventral hernia repair, capsure was used to fixate the mesh to the abdominal wall. It was reported that the device deployed two fasteners overlapping when the trigger was pulled. It was reported that the deployed multiple fasteners were removed from the patient's body. The procedure was completed as it was and there was no patient injury.

Manufacturer narrative:
As reported, capsure device deployed two fasteners at a time. The evaluation of the device could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Based on the information available and sample evaluation the moist probable cause is an event occurring user device interface as there was no device problem found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 440 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.